Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son experienced high blood glucose level. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose of the patient was 480 mg/dl. The customer treated with insulin pump and manual injection. The customer experienced symptoms like thirst due to high blood glucose level. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also does not alleged pump was under delivering. The drive support cap appears to be normal. The customer got a no delivery alarm on pump. The customer also reported that alarm did not occur during manual prime. Troubleshooting was performed. The product will not be returned for analysis.